Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient encountered capsular contracture; baker grade iii on the right side and grade ii on the left side. The patient underwent removal and replacement with silicone devices on (B)(6) 2019 this report is for the patient¿s for the patient's right sided device. Left side is being reported in a separate report. On 9/23/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample a crease was noted on anterior aspect. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption#e2007003. On (B)(6) 2019, mentor became aware that the patient suffered bilateral capsular contracture. Baker grade IV on the right side, and capsular contracture; baker grade ii on the left. On (B)(6) 2019, mentor became aware that the baker grade on both sides was iii. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old peruvian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient¿s right-sided device.